Manufacturer narrative:
One opened and used reservoir was inspected and no anomalies were found with the reservoir, snap cap or septum. An occlusion test was run and it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the reservoir malfunctioned on her insulin pump. Her blood glucose value at the time of incident is unknown. The customer states that she was unable to push insulin through the tubing with the plunger rod. The customer stated that she would return the infusion set and reservoir, and a replacement reservoir was shipped to her.